Event description:
It was reported that the patient underwent a posterior surgical procedure at t11-l1. It was reported that the patient underwent a re vision surgery due to screw loosening. During the revision surgery the level was extended from t9-l2. No additional information is available at this time.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.